Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture of a saline device (deflation).

Event description:
Healthcare professional reported left side rupture of a saline device and implant exchange from textured to smooth due to concerns with the product. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture of a saline device and implant exchange from textured to smooth due to concerns with the product. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed broken device assessed as fold flaw opening and observed a broken plug strap assessed as an unidentified (tear) opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.